Event description:
It was reported that the pt was unable to adjust stimulation on his implantable neurostimulator (ins). It was also noted that the ins had exposed wires and subsequently explanted due to erosion. No pt outcome was reported. A follow-up report will be sent if additional information becomes available.

Event description:
Follow up information received indicated that the patient still had concerns with his therapy but was working with his physician to resolve the issue. It was noted that the corner of the device had worn through the skin and the patient developed an infection which necessitated the device removal. The patient was to follow up after 3 months of healing (noted as possibly (B)(6)). If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).